Manufacturer narrative:
Numerous attempts were made to obtain additional information, however, no response has been received. The system was tested on-site by a bausch and lomb service technician and was found to function properly. The technician reported that the customer had failed to secure the power cable within the mounted power cable fixation holder after the installation of the computer. The technician redirected the power cable to the correct position.

Event description:
Report received from (B)(6) states: "the machine switched off during surgery. Some impact on vision."